Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05175 and 2134265-2017-05944. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 33mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but a partial recapture was necessary. During the partial recapture, one of the struts on the closure device became deformed, so they performed a full recapture to remove the device. They performed a sweep to check for a pericardial effusion and a pericardial effusion was noticed. They continued the procedure and used another 33mm closure device which was successfully implanted. The patient was observed overnight and a transthoracic echocardiogram (tte) was performed the following morning. The patient was stable and discharged a day after the procedure.